Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Prior to procedure, the patient was presented with atrioventricular (av) first-degree block and left bundle branch block (lbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. Cardiac rhythm worsened into av third-degree block, so a temporary pacemaker was placed. During the procedure, the valve was able to be implanted at a depth of 5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A temporary pacemaker left remained to stabilize the rhythm, and a permanent pacemaker was implanted to resolve the event. The patient became hemodynamically unstable during the procedure and there was clinically no significant delay reported. The patient was in a stable condition.